Manufacturer narrative:
Correction - please refer g1 reporting contact the reported event could be confirmed; the device expired on the 31st of december 2023 while the event occurred on the (B)(6) 2024. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected, the review of the label verification in the manufacturing documents has shown that the expiry date was correctly indicated on the labels. No manufacturing related issue could be detected; a local non-conformity was opened to cover the stock related issue. In general it can be stated that in case of the expiration of shelf-life stryker cannot guarantee the performance and safety for use. The risk of infection will increase with the time passed after the expiry date which is printed on the packaging. Within the labelling there are statements referring to the expiration of shelf life and that the user should ultimately check the expiry date before use: the packaging of all sterile products should be inspected for flaws in the sterile barrier or expiration of shelf life before opening. In the presence of such a flaw or expiration of shelf life, the product must be assumed non-sterile. If any additional information is provided, the investigation will be reassessed.

Event description:
Expired screw implanted in patient.

Manufacturer narrative:
Based on the available information the device will not be returned therefore, an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Expired screw implanted in patient.